Event description:
As per legal correspondence, patient has sought legal counsel for damages arising out of personal injuries resulting from an incident which occurred on (B)(6), 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker product.this event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. (B)(4).

Event description:
As per legal correspondence, patient has sought legal counsel for damages arising out of personal injuries resulting from an incident which occurred on (B)(6) 2012.

Manufacturer narrative:
An event regarding damages and personal injuries involving an unknown stryker product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Device information was updated. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. A review of the complaint data bases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported injuries is considered to be under the scope of this recall. No further investigation is required.

Event description:
As per legal correspondence, patient has sought legal counsel for damages arising out of personal injuries resulting from an incident which occurred on (B)(6) 2012.